Event description:
The customer reported that the ortho provue analyzer resulted 3 different samples as false positive during antibody screen. An fe went to the site and found that wash solution a container/bottle only contained di-ionized water with no wash solution a reagent in the bottle. Incorrect preparation of the absence of was solution may cause carry-over, cross contamination or hemolysis of reagents or samples, which could result in erroneous test results.

Manufacturer narrative:
On 9/25/2009, an ocd field engineer arrived at the site and found a leak at the bottom fitting of the was station and the distribution block. The fe replaced the wash station, probe and tightened the fitting on distribution block. Qc passed without any errors. The customer contacted ocd (customer technical services) to report that the false positive issue was not resolved. On 9/26/2009, another fe went to the site and found what wash solution a container/bottle only contained di-ionized water with no wash solution a reagent in the bottle. There were no results compromised. The customer reran the samples manually before reporting results. The customer prepared a new wash solution and performed several primes and final wash. Qc passed. Repairs have returned this instrument to expected operation. If the probe is not wash properly, it could lead to carry over, cross contamination or hemolysis of reagent or samples. User error could not be ruled out as a contributing factor. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B)(4).